Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received ten unopened samples pertaining to the product code vcp1358h. As per the sampling plan, a visual inspection was performed on the returned samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 472 g/m. Related events captured via 2210968-2023-03258, 2210968-2023-03259, 2210968-2023-03261, 2210968-2023-03262, 2210968-2023-03263.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another five to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.